Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic. Upon investigation, the implantable cardioverter-defibrillator was noted with two non-sustained right ventricular oversensing episodes. The noise appeared to be myopotentials. The noise was unable to be reproduced with deep breathing or isometric exercises. No changes were made. The patient was stable and would be monitored.

Manufacturer narrative:
Correction: h6-1036-signal artifact should had been included in initial MDR report.